Event description:
It was reported that during a device replacement procedure due to normal battery depletion (nbd) this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Shock testing was performed and the crt-d declared a code 1005 indicating an open circuit was detected during shock delivery. The lead configuration was reprogrammed and the shock impedances were 120 ohms in the coil to can configuration. Boston scientific technical services (ts) recommended performing defibrillation threshold (dft) testing in the coil to can configuration and increasing the upper oor limit alert if the physician elected to keep the rv lead implanted. Subsequently, dft testing was performed and the impedances were 120 ohms. The implant procedure was successfully completed. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the right ventricular (rv) lead shock impedances increased to 160 ohms. Boston scientific technical services (ts) discussed performing commanded shock testing to test the integrity of the system, or replacing the lead. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead also exhibited high defibrillation thresholds (dft). Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced with a non-boston scientific product. The crt-d remains in service. No additional adverse patient effects were reported.